Event description:
It was reported that a missing sensor wire occurred. During sensor insertion on (B)(6)2020, the applicator would not separate from the sensor. The patient was then unable to remove the sensor. She had to destroy the applicator to remove the sensor and was concerned the sensor wire may have been left in her body. She went to the emergency room and had an image scan done. The doctor discovered the wire inside the applicator, confirming it was not inside the patient¿s body. At the time of the report later the same day she was in stable condition. The product was evaluated. An external visual inspection was performed and failed do to the sensor wire being detached. The allegation was confirmed. The probable cause was unable to be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue occurred. During sensor insertion on (B)(6) 2020, the applicator would not separate from the sensor. The patient was then unable to remove the sensor. She had to destroy the applicator to remove the sensor and was concerned the sensor wire may have been left in her body. She went to the emergency room and had an image scan done. The doctor discovered the wire inside the applicator, confirming it was not inside the patient¿s body. At the time of the report later the same day she was in stable condition. The product was provided for evaluation. An external visual inspection was performed and passed. There were no damage or abnormalities found. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.